Event description:
Initial information was reported by a physician to a sales representative on 24-mar-2010: a physician reported that a patient (gender not specified) got poly-l-lactic acid (sculptra aesthetic) injection in (B) (6) 2009 and on (B) (6) 2010. About two weeks ago, the patient started complaining of "trigeminal nerve pain". No further information was reported. Pharmacovigilance comment: (B) (4): a patient received poly-l-lactic acid (sculptra) and experienced trigeminal neuralgia 4 month later. Due to minimum available information, no complete medical assessment can be done.

Manufacturer narrative:
The 2nd implant was (B) (6) 2010. Device qc performed. Mon 03/31/2010.